Event description:
It was reported that the pump has had higher than expected return volumes since it was implanted. The daily dose was increased several times but the return volumes remained higher than expected. The battery check was completed and no malfunctions were noted. There were no pump errors and the valve function was audible, but it was difficult to verify due to pump implant depth. A catheter access port (cap) procedure was performed on (B)(6) 2012 and no anomalies were found. Following the cap procedure, the pump was refilled again but the returned residual volume remained unchanged after several days. On (B)(6) 2012, a flowonix medical rep traveled to the site to perform a pump check and to obtain more info. The pt expressed no pain and the surgeon chose to keep the pump implanted. The next refill is scheduled for (B)(6) 2013. There were no pt effects reported.

Manufacturer narrative:
Code clarification: other - device not available for eval. The pump remains implanted in the pt. Since the pump was not returned, a device eval could not be performed. (B)(4).